Event description:
Dental implant failure.

Manufacturer narrative:
The clinician reported failure of two touareg os dental implants due to granuloma: isf0835 lot 7567708 and isf0842 lot 7641200. No further patient complications were reported. Manufacturer's trend analysis show that implant failure is a low-rate adverse event, which is common for endosseus dental implants in clinical use.